Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a second overdischarge was confirmed. It was noted that a physician mode recharger (pmr) was performed. The reporter noted the patient stating that the ¿battery was getting warm when she had it on¿ and denied it getting warm when recharging and only during normal use. It was noted the patient was getting swelling over the site and swelling in the legs which had decreased since the implantable pulse generator (ipg) had been off. It was noted the patient had not recharged or turned on the ipg since december. The patient was set up for a follow up for a power on reset (por) because the patient did not bring the recharger to the appointment. It was also reported that the patient never had therapeutic effect and had a shocking and jolting sensation. It was noted that the patient was not getting coverage in the area where she needed. Patient symptoms at the device pocket included a burning sensation, pain, redness, spasm, swelling, weakness, and less than 50% therapy relief. It was further reported that the por had been resolved and the patient was given education about the por. It was noted the patient was receiving good therapy. No further interventions were planned at the time of the report. It was further reported that the manufacturing representative met with the patient and noted that the battery was not in overdischarge but was discharged. It was noted the patient was scared to charge because she thought it made her swell from the waist down. The manufacturing representative sat with the patient and charged it up to 25%, checked impedances, and turned on the stimulator to ensure the patient had good coverage for her painful areas. It was noted the patient received good coverage and impedances were good as well. After sitting for a few hours, the patient had no swelling and was doing good. It was noted the patient would try it at home and see how she felt. The manufacturing representative met with the patient on (B)(6) 2014 and had not heard from her with any problems.